Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was intermittent loss of access points (ap's) on all floors. No adverse event was reported.